Event description:
During a medical record review, it was discovered that this (B)(6) female pt experienced coagulase negative staph peritonitis in (B)(6) 2014. The notes reveal that the peritonitis was resolved with intraperitoneal vancomycin.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical records concluding summary of findings as event related to fresenius product(s): based on the 36 pages of medical records info it appears that this pt experienced coagulase negative staph peritonitis in (B)(6) 2014. According to the peritoneal dialysis registered nurse, "the pt's peritonitis was due to the catheter and not the cycler." In addition, the pt had a documented history of medical non-compliance. The medical records do not contain any cultures, lab results, treatment or progress notes about this episode of peritonitis. There is no documentation in the medical record that shows a causal relationship between the pt's liberty cycler/peritoneal dialysis components and the diagnosis of peritonitis. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported info and the plant's investigation.